Event description:
Same case as MDR ID: (B)(4). It was further reported that access was obtained via the right forearm with a micropuncture which was then exchanged for a 6fr short sheath. The stenosed target lesion was a long thrombosis of the proximal cephalic vein with an occlusion and moderate calcification in the distal part of the vein, there was also a thrombosis in the proximal portion of a veinous graft. Angioplasty was intended for the occluded segment of the lesion. Multiple inflations with the 8.00mm x 40mm x 75cm charger balloon catheter were performed and the balloon ruptured at around 20 atm, resulting in approximately 5mm of the balloon detaching. The detached portion of the balloon was small and remained in a clot in the left cephalic vein proximal to the stenosis. To withdraw the charger balloon catheter a second access site was obtained and a non-bsc balloon was advanced and inflated and the charger balloon was successfully removed along with the non-bsc balloon. A new dialysis catheter was implanted and the patient was informed of the options regarding the 5mm of detached balloon fragment.

Event description:
It was reported that during an angioplasty treatment procedure the balloon ruptured, a portion of the balloon catheter detached and remained inside of the patient, and there was difficulty removing the device. The stenosed target lesion being treated was a fistula located within a vein. A 8.00mm x 40mm x 75cm charger balloon catheter was advanced to the fistula and inflated multiple times to a minimum of 18atms. The charger balloon burst circumferentially on an unknown inflation. Upon removal the device became stuck in the stenosis and could not be withdrawn. The distal tip and marker band detached from the balloon catheter during excessive pulling in an attempt to remove the device. The fistula became clotted and the detached portion was unable to be retrieved. The patient will return for dialysis and a new dialysis access site will be needed at a later date. No additional patient complications were reported and the patient's status is ok.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).